Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as a heat rash that comes and goes. There was no alleged device malfunction. A pharmacist recommended the patient use a cream on the skin irritation. Follow up was attempted; however, it was unsuccessful.